Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 497 mg/dl. The customer was experiencing high glucose for several hours. Troubleshooting was performed. The customer stated that the insulin pump hit the floor and damaged the battery cap area. The customer stated that he ran out of insulin while sleeping and ended in the hospital. The customer's recent glucose reading was 232mg/dl, and he was treated with a manual injection prior calling .the customer mentioned having diabetes ketoacidosis episodes years ago due to the illness he had. Advised the customer that a replacement of the insulin pump will be sent. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications. The insulin pump was received with a broken battery tubes threads.